Event description:
It was reported that during a training workshop, nurses were advised by technical services to send in information regarding implants that empty very quickly so that data may be collected. A nurse submitted information regarding 4 different patients for technical services to provide lifespan estimates. The following is the information reported for one of the patients: patient (B)(6): tonic program 2+3-4+, 390us, 40hz, 6.0ma. Impedances 1000-1100ohm. A 2025 april report noted the implantable neurostimulator (ins) was almost empty (implanted on (B)(6) 2023). Discussions were ongoing for a new model implant. Technical services made an estimate using the demo mode in the app, with the following criteria: if the settings and impedances remain the same and the ins is used 24 hours a day, the ins battery will reach eos in 2 years and 6 months (from the time of implantation). From the estimate technical services noted it appeared the ins was depleting slightly faster than expected. However, they noted if during the lifespan of the implant the settings have been higher at any point or if the patient regularly sets the settings higher, the neurostimulator may deplete faster. Additional information was received. Ins serial number is unknown, and the battery longevity calculator was not used. Regarding if the hcp was aware that the battery would last. These event(s) were marked as quick depletions, but there was no specific expectation beforehand. Normal when looking at programming settings and a little quick at first glance for the implanting nurses physicians. No patient accidents / falls were related to this event. No session reports are available. No further actions have been taken, and this information was confirmed with the physician.

Manufacturer narrative:
H7. Please note, correction#: z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction#: z-0132-2025. G2: the country of origin is the netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) reported that the ins lasted 2 years and 2 months vs estimated 2 years and 6 months.